Event description:
The customer reported the image of the flex deflectable videoscope was blurry. The issue occurred during a procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was fogging shown on the image. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the scope connector was leaking, the scope connector was cracked, and the up angulation wire was broken. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event may have occurred due to the fact that the equipment was damaged during handling by the user, and moisture entered the interior from the damaged area, and the moisture adhered to the inner surface of the objective lens. Olympus will continue to monitor field performance for this device.